Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported by a non-medical professional that the patient underwent a procedure for l4-s1 fusion where rhbmp-2 was mixed with dbm putty and allograft, and implanted via an anterior approach with spacers at multiple levels. Subsequently, the patient was allegedly diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries.

Event description:
It was reported that on (B)(6) 2005: patient got admitted and underwent a spinal fusion surgery at l4-s1, with the help of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.